Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was confirmed by two reps and speaking to tech services that the patients device would not connect due to device depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller was attempting to interrogate pt's ins with the cp app and "no device found" continued to display on their tablet. Caller stated that pt is scheduled to have a procedure done on their shoulder and needs the ins shut off prior to the procedure. Caller stated that pt did not bring their handset and communicator with them. Caller confirmed that pt said that they can in fact feel stimulation so they believe that the ins is still functioning. Tss reviewed information. The issue was not resolved. Additional information was received from the manufacturer representative (rep). The cause of the no device found message was not determined, no actions were taken. The issue has not been resolved at this time since the rep hasn't met with the patient since. Additional information was received from the manufacturer representative (rep). Rep received notice from hcp reiterating the event. Patient called our office on (B)(6) 2024 noting that he did not know how to operate and turn off his scs system. He reported that he was scheduled to undergo shoulder surgery, but rep team was unable to turn off the system prior to surgery so the procedure was canceled. There is no record of communication with this patient since 2022. Additional information was received from the manufacturer representative (rep). It was reported that rep was paged on (B)(6) to the hospital for this patient who was to have the surgery. Rep was not able to read his battery at all that day. Rep asked pt multiple times if he was feeling any stimulation as rep thought his battery might be dead and he assured rep he was. He forgot his controller at home the day of surgery, which was why rep was paged to come into the hospital to turn his stimulator off. Since rep was not able to read his battery and he did not have his controller hcp wanted to cancel the surgery. Rep called our tech service team. They tried to help rep and rep was still unsuccessful. Rep truly think that this patient does have dead battery that is at end of service. Rep advised the patient to reach out to them when he was able to locate his controller so they can try and figure out with his system. Additional information was received from the manufacturer representative (rep). It was reported that the rep said communicator was replaced but patient still can't connect to the neurostimulator. Rep said her colleaguecouldn't connect with the tablet and she can't connect either, although patient reports feeling stimulation in his toe. Technical services(ts) told rep that if 3 devices can't connect then there is high probability that the neurostimulator has been depleted.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was on the patient had surgery and they could not turn their stimulator off and the patient had not been able to turn it off or operate it since they got it from the hospital. Pt stated the representative was at the appointment, but were unable to assist the pt. Agent sent an email to the field

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they met with the patient (pt) to confirm what rep suspected which was eos. Pt brought their equipment, but rep was unable to get their equipment to connect to their battery as well as rep's tablet. Rep called technical services (tss) and it was confirmed that since both rep's tablets were unable to connect to the pt's battery, the battery must be eos. Rep was not able to connect to actually confirm an eos message. Pt stated they thought they felt stimulation in their leg, but no devices were able to connect to their battery so it is assumed that the battery was dead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.